Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It has been reported that two bd¿ pen ndl 29ga 12.7mm 100 bx 1200 USA have been found used after expiration. The device was found to be expired during use. The following has been provided by the initial reporter: it was reported that consumer used needles that are expired. Verbatim: from phone call on 2019-11-11 10:36:10: consumer stated she thinks this box is 6 years old and someone said if the needle looks good she can use, she stated needle looked fine it was stored in her closet, she has used 2 so far, no issues. Item# 328203;lot# 2191056. Explained consumer the needle is tested for 5 years, and this needle is past 5 years. She stated she is aware it is up to her discretion about using these needles and she is okay with this needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that two bd¿ pen ndl 29ga 12.7mm 100 bx 1200 USA have been found used after expiration. The device was found to be expired during use. The following has been provided by the initial reporter: it was reported that consumer used needles that are expired. Verbatim: from phone call on 2019-11-11 10:36:10: consumer stated she thinks this box is 6 years old and someone said if the needle looks good she can use, she stated needle looked fine it was stored in her closet, she has used 2 so far, no issues. Item# 328203;lot# 2191056. Explained consumer the needle is tested for 5 years, and this needle is past 5 years. She stated she is aware it is up to her discretion about using these needles and she is okay with this needle.